Event description:
It was reported that following a revision procedure wherein electrocautery was used (MFR. Report# 3006630150-2022-03569), the patient was unable to connect the ipg with the remote control(rc). The ipg was possibly damaged as it was also difficult to charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed and internal electrical investigation found that u2_asic (application-specific integrated circuit) was leaking excessive current with high temperature on its surface. With all the available information, boston scientific concludes that the complaint was confirmed. The exposure to electrocautery caused an electrical short within u2_asic, which triggered the inability to communicate and charge the device after the revision.

Event description:
It was reported that following a revision procedure wherein electrocautery was used (MFR. Report# 3006630150-2022-03569), the patient was unable to connect the ipg with the remote control(rc). The ipg was possibly damaged as it was also difficult to charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.